Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using a bd insyte¿ autoguard¿ shielded IV catheter, the catheter peeled-back and there was leakage of contrast. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis. Observations and testing could not be performed because units were not received for investigation of this incident. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. MDR ¿ DHR review was conducted with the following results disclosed: sub-assembly (ns380844), lot 6154541; was built and packaged on afa line 8 on 12jun2016 through 16jun2016 for the quantity of (B)(4). The review disclosed no indication of the alleged defects, as there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product relevant to the defects stated in the pir. All required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Set-up and in-process samples (including but not limited to) for damaged component and pen and drag testing were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. No significant discoveries were disclosed. Sap (qn) database review was conducted for this investigation. There were no reject activity findings relevant to the defects noted in the pir associated with the lot number provided for this incident. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Root cause of this incident is indeterminate. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.